Manufacturer narrative:
An investigation has commenced and when it is completed a supplemental medwatch will be submitted.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).